Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and returned from a competitor's company without stating the reason for explant. The device went through reoutine lab analysis, and failed the device failed "high voltage leakage", vtip/d+ test.